Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a procedural delay of approximately 30 mins resulted from the first valve's expansion issue.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: (B)(6), ubd: 12-sep-2026, UDI#: (B)(4) product ID l-evolutfx-2329 (lot: 0012426267); product type: 0195-heart valves; product ID evolutfx-26 (j252304); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the load check seemed acceptable with a crown overlap noted past the third node. There were asymmetric calcifications between the left coronary cusp (lcc) and the non-coronary cusp (ncc). A pre-implant balloon dilatation was performed with an 18 mm balloon due to a smaller left ventricular outflow tract (lvot). During the first implant attempt, the valve did not fully expand and moved due to high middle pressure. The valve was recaptured but became tangled with the pigtail catheter during the first recapture. During a second deployment attempt, the valve was not fully expanded. An infold was assumed, which appeared confirmed by angulations. The system was removed. A balloon dilatation was performed with a 20 mm balloon. A different valve and delivery catheter system (dcs) were used for implant which showed better results, although full expansion of the valve was not visualized. Gradients were measured and found to be satisfactory. The final imaging suggested that the valve had expanded further. No patient complications have been reported as a result of this event.